Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer performed a correct bolus using a syringe. Reportedly, customer's blood glucose level was impacted (245 mg/dl). Customer indicated that cartridge and infusion set would be changed once customer returned home from work.